Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having an issue with the infusion set and has to change them every day. Customer's blood glucose was over 400 mg/dl and she changed the set. Customer is trying to get a bolus and she is getting a no delivery alarm. Customer reported that she changed the set from 9 mm to 6 mm and 2 or 3 out of every box is short. Customer stated that she also had a bent cannula. Customer stated that her upper body does not want to take it, but the lower body will take it. Customer stated that the quick release is difficult to release and many of the cannulas are bent. Customer was advised to talk to her health care professional about a different location to insert the infusion set. Customer declined troubleshooting for high blood glucose. Customer will be sent replacement infusion sets and samples.